Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total gastrectomy procedure, the staples on one side were malformed at the first firing. Additional suture was performed. There were no adverse consequences to the patient.